Manufacturer narrative:
D9 - date returned to mfg was corrected. The device was not returned thus the date was corrected and deleted.

Event description:
The customer has reported differences in hepatis c testing with different testing methods/platforms for a 62 year old female. Negative / non-reactive results: architect anti-hcv result was 0.21 s/co (non-reactive) (reference range = 1 s/co is reactive). Colloid gold test was negative and rna results have been negative. Positive / reactive results: chemclin result was 77.18 s/co (reactive) repeat result was 72.19 s/co reactive (reference range > 1 s/co is reactive). Roche platform result was 86.98 coi (positive) the customer feels that the roche platform result was 86.98 coi (positive) is correct. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 06c37-27 and there is a similar product distributed in the us, list number similar us ln 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer has reported differences in hepatis c testing with different testing methods/platforms for a 62 year old female. Negative / non-reactive results: architect anti-hcv result was 0.21 s/co (non-reactive) (reference range = 1 s/co is reactive). Colloid gold test was negative and rna results have been negative. Positive / reactive results: chemclin result was 77.18 s/co (reactive) repeat result was 72.19 s/co reactive (reference range > 1 s/co is reactive). Roche platform result was 86.98 coi (positive) the customer feels that the roche platform result was 86.98 coi (positive) is correct. There was no reported impact to patient management.

Manufacturer narrative:
Section d4 catalog #, lot #, and primary UDI # were corrected.

Event description:
The customer has reported differences in hepatis c testing with different testing methods/platforms for a 62 year old female. Negative / non-reactive results: architect anti-hcv result was 0.21 s/co (non-reactive) (reference range = 1 s/co is reactive). Colloid gold test was negative and rna results have been negative. Positive / reactive results: chemclin result was 77.18 s/co (reactive) repeat result was 72.19 s/co reactive (reference range > 1 s/co is reactive). Roche platform result was 86.98 coi (positive). The customer feels that the roche platform result was 86.98 coi (positive) is correct. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Additionally, the customer provided sample return and sample testing was conducted. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any non-conformances, potential nonconformances, or deviations with the complaint lot 60201be01. Ticket search by lot 60201be01 did not identify an increase in complaint activity. Trending review did not identify any trends. The return sample was tested and generated a result of 0.15 s/co (non-reactive). The sample was also tested with the mikrogen recomline hcv igg, which generated a non-reactive result. In house testing of the complaint lot determined that the lot generates the expected results. All specifications were met and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Additionally, the lot generated the same reactive results as a commercially available seroconversion. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hcv reagent lot number 60201be01.

Event description:
The customer has reported differences in hepatis c testing with different testing methods/platforms for a 62-year-old female. Negative / non-reactive results: architect anti-hcv result was 0.21 s/co (non-reactive) (reference range = 1 s/co is reactive). Colloid gold test was negative and rna results have been negative. Positive / reactive results: chemclin result was 77.18 s/co (reactive) repeat result was 72.19 s/co reactive (reference range > 1 s/co is reactive). Roche platform result was 86.98 coi (positive). The customer feels that the roche platform result was 86.98 coi (positive) is correct. There was no reported impact to patient management.